Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s first name is not provided/unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that primary stability was not achieved with bopt5413 implant in tooth site #7.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. It has been discovered that the report is a duplicate of 0001038806-2020-00705 the following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.